Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However,based on the information available, this cannot ultimately be confirmed. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
H3 other text : unknown disposition.

Event description:
The manufacturer was informed of the following event through perceval japan study. Reportedly, perceval valve size xl was implanted in the patient on (B)(6) 2019. The surgical approach was median sternotomy and there was a concomitant CABG procedure performed. Based on the information received, due to severe structural valve deterioration the device was explanted on (B)(6) 2022. The patient outcome is indicated as recovering/resolving. As reported, patient had history of atrial fibrillation; atrial flutter; bundle branch block; left ventricular dysfunction; paroxysmal atrial fibrillation; pulmonary hypertension; stroke; sustained ventricular fibrillation; sustained ventricular flutter; angina (stable, 2019); CABG; coronary angiography (2017); pci (2017); and is nyha class iii.